Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced stoma site pain with oozing green exudate. On an unknown date the patient was prescribed oral antibiotic, augmentin. On (B)(6) 2021, it was reported that the patient remained hospitalized from the previous weekend for intravenous antibiotic treatment, augmentin, for purulent ooze from the stoma site. On (B)(6) 2021, it was reported that the patient was discharged from the hospital. Stoma site is improving; continues to have oozing, denies odor or swelling. The patient was instructed to apply topical oraadhevsive powder to stoma site daily.